Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads triggered a lead safety switch (lss) due to a high out-of-range ra pace impedance measurement of 2166 ohms and triggered another lss due to a high out-of-range rv pace impedance measurement of 2007 ohms. Technical services (ts} reviewed possible causes and programming options. In addition, it was noted that there were many stored episodes that may have been attributed to intermittent farfield oversensing. Ts reviewed programming options such as adjusting blanking. The ra and rv leads remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).